Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The rep checked the scope and everything worked within specifications. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that during a case the microscope was 8mm off. The site proceeded with the microscope probe. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.